Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced heavy vaginal bleeding following device implant, the patient was administered antibiotic and the bleeding resolved (B)(6) 2013. The device remains implanted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Pt age: year of birth (B)(6).